Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Device not yet returned.

Event description:
It was reported that during a procedure the tip of the drill bit broke. It was further reported that the surgeon removed the tip of the broken drill bit from the patient¿s bone. There were no adverse consequences, surgical delay or medical intervention reported as a result of this event.

Manufacturer narrative:
The device was returned for evaluation. The quality investigation is complete.

Event description:
It was reported that during a procedure the tip of the drill bit broke. It was further reported that the surgeon removed the tip of the broken drill bit from the patient¿s bone. There were no adverse consequences, surgical delay or medical intervention reported as a result of this event.